Event description:
It was reported that the customer has had high blood glucose levels (343 mg/dl). Customer has had several kinked cannulas because the insertion device for the infusion set broke and is manually inserted now. Manual injections of the same vial of humalog used in the pump were delivered. Her blood glucose levels still remained high. Customer switched insulin to novalog and changed to a different type of infusion set. Cold insulin is used to load the cartridge. Pump passed the system delivery check.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.